Manufacturer narrative:
Product complaint #(B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The single complaint was reported with multiple events. There are no additional details regarding the additional patient events. Attempts were made to obtain the information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The following information was requested but unavailable: did this issue contribute to any patient adverse event? How many devices demonstrated the alleged deficiency? Did the event occur during one or multiple patient procedures?

Event description:
It was reported that a patient underwent a vitrectomy on (B)(6) 2026 and suture was used during the procedure, when using suture to suture the incision, the suture broke several times and had poor tension. The suture was replaced in time manner to complete the surgery. There were no adverse patient consequences reported. Additional information was requested.